Manufacturer narrative:
The device was returned to olympus for inspection where the image problem was found. Additionally, the device evaluation found the charged coupled device was damaged, the electrical contact on the video connector was shaved, the charged coupled device cable was cut, the circuit board of the video plug section was damaged, scratches were found on the protective coating on the bending portion of the device, control unit, grip, angulation lever, right/left lever, up/down plate, right/left plate, up/down angulation lock lever, switch 1, light guide cover glass, light guide connector, universal cord, video connector case, and video connector, the angulation wires were worn causing the up direction to be out of specification, and the adhesive on the protective coating of the bending portion of the device was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, endoeye flex deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed there was image noise, and the image could not be displayed. This report is being submitted for the event found during evaluation. There was no patient involvement.